Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support and was guided through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.